Manufacturer narrative:
Summary of additional information provided 21sep2016: the patient complained of pain and instability upon a post-operative visit. The patient had been using the operative arm after surgery although instructed not to by the surgeon. The patient (reported that he) felt a pop/unstableness when trying to pull open a refrigerator door. Discharge instructions were not followed, per discussion with the surgeon. The revision surgery was completed by reimplantation of the same device. Integra has completed their internal investigation on 23sep2016. The additional investigation activities included: methods: -review of device history records. -review of complaint history. Results: the complaint report does not include the device lot number; therefore a DHR review could not be conducted. A review of complaint records showed that since product inception in 2013, 15 complaints have been received for gls-0960-xx glenosphere disassociation, disengagement or loosening. During this period of time, there have been (B)(4) rss surgeries performed. This represents (B)(4) overall failure rate. Conclusion: the complaint report does not allege device or use instruction deficiencies; the surgeon reported the event was caused by patient¿s failure to follow discharge instructions.

Event description:
It was reported the gelenosphere device disassociated approximately 3 weeks after surgery. It was reported the patient was injured due to this issue, a revision procedure was required. Additional information has been requested.